Event description:
It was reported that the patient developed a pocket infection approximately one month after cardiac resynchronization therapy defibr illator (crt-d) system implant. The patient had oozing at the pocket. Initial infection cultures were negative. Upon opening the pocket for explant, the physician believed there may have been an infection. The crt-d system was explanted and the previously implanted leadless pacemaker was turned back on due to patient's dependency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.